Manufacturer narrative:
Product complaint # (B)(4). UDI: unavailable, unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after the posterior spine fusion surgery, the surgeon recognized that there was compression fracture at th6. There was no surgical delay, procedure was successfully completed. There was no patient harm/consequence. This complaint involves one (1) device.